Event description:
A malfunction on the pump was reported, with insulin having been suspended prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, as it was already high due to another issue. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.